Event description:
A valiant stent graft system was implanted for the endovascular treatment of thoracic aortic aneurysm. Aneurysm and vessel morphology evaluation noted that the thoracic aorta proximal to the stent graft measured 32 mm in diameter. The thoracic aorta distal to the stent graft measured 45, 35, 27, 23, 23 mm in diameter. It was reported that follow up CT scans revealed the patient appeared to have a possible proximal type I endoleak and possible aneurysm growth distal to the original implant. The thoracic aorta distal to the stent graft was dilated, however, the aneurysm at the distal end of the stent graft was not caused by the proximal type I endoleak. Patient scans done prior to stent graft implant showed aneurysm in distal aorta. The physician mentioned that the subclavian was noted in the operating notes from stent graft implant procedure as occluded, however, the patient scans prior to stent graft implant showed narrowed communication between native subclavian artery and aneurysm. A secondary intervention was done. Another manufacturer's endograft anchoring system was placed. Per the physician, the cause of event was unclear and the resolution of the event remains unknown. No additional clinical sequelae were reported and the patient is fine. Film review and analysis: review of pre-implant cta¿s revealed that the patient had a 5cm max diameter saccular aneurysm within the proximal arch near the level of the great vessels, as well as a 4.8cm max diameter fusiform taa within the descending thoracic aorta. The ascending thoracic diameter measured 3.0 - 3.7cm the thoracic was heavily calcified. Review of MRI¿s 2 months post-implant was performed; however, visualization of the implanted device was difficult due to the image quality of the MRI. The stent graft appeared to be positioned from the level of the great vessels, over the arch and into the descending thoracic. The films revealed that there was contrast seen within the aneurysm located in the proximal arch from a possible proximal type I endoleak. The approximate proximal stent graft od was 28mm, and the max od of the proximal aneurysm was 5cm. The approximate distal stent graft od was 32mm and the max flow lumen diameter of the distal taa, distal to the stent graft, measured 4.6cm. The cause of the proximal type I endoleak and possible distal aneurysm growth could not be determined from the images provided.

Manufacturer narrative:
(B)(4).